Event description:
Pulling out main body's delivery, tip of it (olive) disconnected and remained in the patient. There was no any issue or resistance during the pull out manuever. It was a "surprise". Decision was to implant full system, then extract the olive from patient using a snare device. In order to extract remained "olive" the following actions were performed: 1. Snare inserted form the right groin, driven by the lunderquist. They wanted to position it on the distal end of the remained "olive", but they couldn't to do. They caught the lunderquist just below the "olive". 2. Snare (the second one) inserteb from the right groin and they wanted to catch the proximal tip of the remained "olive", and position it on the distal part of the remained "olive". It could be done and they started the device to pull down. 3. Remained "olive" pulled down into the main body. It stuck in the main body just above the flow splitter, but during this movement coronal bare stents were damaged. 4. They tried to pull out distal snare without success v.s. It was lodged to hooks. 5. Ballooning the bare stents few times to rebuild the structure of it. 6. Following many tries ones the snare locked out from hooks and they could it to pull out. 7. Pulling out the remained olive with the proximally fixed snare device, the olive stuck in the main body first, just above the flow splitter. 8. It looked like the proximal snare went through the bare stents' spur between the aortic wall and one of the the "coronal" stents during the insertion. 9. They tried to release the "olive" and pull out the snare. Finally they could to do. They pulled out the snare. 10. New snare inserted (3rd one) from the right groin. They could grab the remained "olive" by the proximal tip of it, pulling down the loop to the distal end of the remained device. 11. They pulled out the "olive" smoothly withou any blockage. Patient outcome: "next day update: patient is fit and well."

Event description:
Pulling out main body's delivery, tip of it (olive) disconnected and remained in the patient. There was no any issue or resistance during the pull out maneuver. It was a "surprise". Decision was to implant full system, then extract the olive from patient using a snare device. In order to extract remained "olive" the following actions were performed: snare inserted form the right groin, driven by the lunderquist. They wanted to position it on the distal end of the remained "olive", but they couldn't to do. They caught the lunderquist just below the "olive". Snare (the second one) inserted from the right groin and they wanted to catch the proximal tip of the remained "olive", and position it on the distal part of the remained "olive". It could be done and they started the device to pull down. Remained "olive" pulled down into the main body. It stuck in the main body just above the flow splitter, but during this movement coronal bare stents were damaged. They tried to pull out distal snare without success v.s. It was lodged to hooks. Ballooning the bare stents few times to rebuild the structure of it. Following many tries ones the snare locked out from hooks and they could it to pull out. Pulling out the remained olive with the proximally fixed snare device, the olive stuck in the main body first, just above the flow splitter. It looked like the proximal snare went through the bare stents' spur between the aortic wall and one of the "coronal" stents during the insertion. They tried to release the "olive" and pull out the snare. Finally they could to do. They pulled out the snare. New snare inserted (3rd one) from the right groin. They could grab the remained "olive" by the proximal tip of it, pulling down the loop to the distal end of the remained device. They pulled out the "olive" smoothly without any blockage. Patient outcome: "next day update: patient is fit and well."